Manufacturer narrative:
The insulin pump had an unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. We were unable to perform operating currents, self test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind anomalies due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on esc, act. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and rewind anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump would not initiate rewind when pressing the act button. Customer had a high blood glucose of in the 200 mg/dl to 300 mg/d. Unable to troubleshoot for the high blood glucose due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.